Event description:
A pt with a recent pt specific implant, presented to the hosp with a post-implant infection. It is unk at this time if the implant was removed.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.